Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parents reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 466 mg/dl and above 500 mg/dl at the time of incident and the current blood glucose level was 329 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer¿s parents stated that the insulin pump settings were lost from insulin pump within the last few days. The customer¿s parents stated that the insulin pump keeps kicking customer out of auto mode into manual. Customer¿s parents stated that customer had traces in their urine. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.